Event description:
Procedure type: pneumonectomy. According to the reporter: the stapler was fired on the inferior pulmonary vein had to be oversewed. Third ta30 sulu placed on superior pulmonary vein, but had to be oversewed. No staples were placed resulting in significant blood loss. About 1.5 liter blood loss was reported. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 07/02/2009.